Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the incorrect diopter power was implanted. Lens was exchanged for the correct diopter. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/14/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification showed that the lens is a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is damaged, most probably to make the explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non- conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.